Event description:
The customer's father reported that the patient's sensor electrode broke. The patient believes that the cannula may still be in the skin but is unsure. The patient's blood glucose reading is 198 mg/dl and was advised to see his doctor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.